Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recu1419 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, " in the isolated patient, the port needle was connected to nacl. Afterward, the nurse left the room. After about 1 hour, the nurse noticed that the infusion has completely run out. It dripped at the connection between luer and infusion line."